Event description:
The customer reported getting a service unit message during the shift check.

Manufacturer narrative:
The customer reported getting a service unit message during the shift check. The unit was evaluated at philips, and the symptoms was verified. The device was unable to charge or shock. Replacing the power pca resolved the issue.